Event description:
Baxter reported that an alarm 154 occurred when the transfer set was connected to y-set by a clean flash. Then, a crushed spike tip was observed when the cover of the clean flash was opened. The actual sample was available for evaluation. There was no patient injury or medical intervention.